Manufacturer narrative:
(B)(4). The device is reported to be unavailable for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused. The device was filled with 70 ml of fluorouracil and 22 ml of dextrose 5% in water. The device was then attached to the patient for an infusion. After an unspecified length of time, when the patient returned to the clinic, it was found that 50 ml of solution remained inside of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from november 21, 2013 to november 22, 2013. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.